Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redx2341 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported ¿the other issue is our sherlock tracking system isn¿t tracking consistently, I am unable to track the catheter with sherlock at all.¿